Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited externalized conductors. Externalized conductors were noted on fluoroscopy. The right ventricular lead was functioning properly. No interventions were made at this time. The patient was stable.